Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 15. Details of surgery: sinus perforation and sinus augmentation. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, mobility, bleeding, abscess and fistula. No further patient complications were reported.